Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The alarm occurred several times. Air bubbles were found in the patient line; pressed ok but warning reoccurred and treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the day and retry treatment at a later time. The patient noted having drain pain during the drain cycles and requested a new cycler. The patient has followed up with their peritoneal dialysis nurse (pdrn) regarding the drain pain but a cause has not been determined. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) until they received a new cycler. The pdrn confirmed the patient was having drain pain as well as abdominal pain. The patient was prescribed prophylactic antibiotics due to the abdominal pain and advised to discontinue to the use of the cycler until the new cycler was received. The patient tested negative for peritonitis. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment. The alarm occurred several times. Air bubbles were found in the patient line; pressed ok but warning reoccurred and treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the day and retry treatment at a later time. The patient noted having drain pain during the drain cycles and requested a new cycler. The patient has followed up with their peritoneal dialysis nurse (pdrn) regarding the drain pain but a cause has not been determined. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) until they received a new cycler. The pdrn confirmed the patient was having drain pain as well as abdominal pain. The patient was prescribed prophylactic antibiotics due to the abdominal pain and advised to discontinue to the use of the cycler until the new cycler was received. The patient tested negative for peritonitis. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.